Manufacturer narrative:
U.s. Reporting agent notified on (B)(4) 2014. Manufacturing site eval: samples received: 6 unopened boxes and 20 unopened pouches (236 units in total). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil OEM requirements. There are no previous complaints of this code/batch. There are (B)(4) units in our stock. Tested the needle attachment of the samples received and the results fulfil the requirements of the OEM. Remarks: the complaint is justified for isolated detached needles, but the conclusion is not corresponding according to the results of the samples tested. Final conclusion: the complaint is not corresponding (not justified).

Event description:
Country of complaint: (B)(6). Thread detached from needle.